Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following could not be completed with the limited information provided. Date of event - ni, device code - ni, expiration date - ni, date implanted - ni, (B)(6), manufacture date ni.

Event description:
Information was received based on the journal article titled, "early revision among 12,179 hip prosthesis: a comparison of 10 different brands reported to the norwegian arthroplasty register, 1987-1993." The focus of this article was to compare the survival rate of the most commonly used in high-viscosity cemented total hip replacements. The mean follow-up time is 6.4 years. It was reported in the article that two patients underwent hip revision procedures due to unknown reasons.

Manufacturer narrative:
(B)(4).

Event description:
It was reported in a journal article that two patients with unknown hip systems and one patient with an lmt system underwent hip revision procedures due to unknown reasons.